Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. In the returned photograph, it was observed that a drop of fluid was coming out from the tubing. The reported condition was verified. The most likely cause of the reported condition is related to damage of components during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.